Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker device exhibited data estimate is inaccurate due to voltage too low for projected remaining capacity. To date, there is no intervention information available from the field and the device remains in service. No adverse patient effects were reported.